Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The software needs reloaded to address the issue.

Manufacturer narrative:
The previous submitted report was checked "life threat" on b2 when it wasn't supposed to. It is corrected in this report.

Manufacturer narrative:
On the 1st submitted report, section b2 "life threat" was mistakenly checked. On the previous corrected report submitted, g4 (combination product" was mistakenly checked. It is corrected in this report.